Event description:
Received letter from attorney alleging on (B)(6) 2021, a wheelchair being operated by ms. (B)(6) malfunctioned causing a fire in her rented apartment which resulted in damage to her and her property.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.